Event description:
It was reported that foley catheter was inserted on the morning of december 17th. Leakage occurred during the night. On december 18th, around 9:00 am, the securing tape was removed, and the catheter was spontaneously dislodged. The balloon was deflated. The patient was in critical condition from the time the balloon catheter was inserted. There was information that the patient died after the balloon was spontaneously removed. No causal relationship with the balloon was found. (According to the head paramedic, this information was given to the alflessa representative in the hospital's spd department when the device was handed over.) When they visited the site, they was not given any information that the patient had died.

Manufacturer narrative:
The reported event is confirmed manufacturing related. This is addressed by CAPA 11092653. Visual evaluation noted received 1 all silicone foley catheter attached to the drainage bag urine meter. Using in-house syringe attempted to inflate with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) but solution immediately leaked to the drainage funnel indicating lumen to lumen leak. Based on the physical sample received the reported event is confirmed manufacturing related and does not meet specifications per ip7603444 rev 0 which states "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe." The possible root causes for this failure, per CAPA 11092653, are "funnel wall thickness to thin due to molding core pin shape" or "extruded tube diameter with variation causing leak in catheter funnel molding." Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 11092653. Refer to CAPA 11092653 for further details. Correction: d,f,h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter was inserted on the morning of december 17th. Leakage occurred during the night. On december 18th, around 9:00 am, the securing tape was removed, and the catheter was spontaneously dislodged. The balloon was deflated. The patient was in critical condition from the time the balloon catheter was inserted. There was information that the patient died after the balloon was spontaneously removed. No causal relationship with the balloon was found. (According to the head paramedic, this information was given to the alflessa representative in the hospital's spd department when the device was handed over.) When they visited the site, they was not given any information that the patient had died.